Event description:
Omnipod 5 has had many leaks in their pumps beyond just the lots that were recalled. For the date this occurred I chose today's date as I had a pod leak today, but really in the last 10 pods I've used 9 out of 10 have leaked. The leaking pods have not been from the recalled lots. I had a recalled lot and requested a replacement. The replacement box was from a lot that is supposedly not affected, but 4 out of 5 pods in it leaked. In a separate box from a different pharmacy shipment, I have thus far used 2 pods, and both have leaked. I suspect this is an issue with the product as a whole and not just a handful of lots. Pt: 4580. Device: 1250, 1506. Reference reports mw5190078, mw5190079, mw5190080, mw5190081, mw5190082, mw5190084, mw5190085, mw5190086, mw5190087, mw5190088, mw5190089, mw5190090, mw5190091, mw5190092. This report captures omnipod 5 #6.